Event description:
It was reported that during central processing the mega suturecut needle driver instrument's tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 0.117" x 0.214" was found broken off. The broken piece was not returned.